Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device stated that the device was not working. Also, the physician mentioned that it was not working and patient had to have surgery and new implant. This pacemaker device was explanted. No additional adverse patient effects were reported.